Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient death. Device manufacture date: monitor: 07/21/2014, belt: 09/24/2015.

Event description:
A us distributor reported that the patient passed on (B)(6) 2018 in the morning while in the hospital. The patient's nurse reported that the lifevest didn't alarm. The patient's cause of death was due to respiratory and cardiac factors. Per the nurse, resuscitation efforts were attempted. Per review of the patients ECG data, on the morning of (B)(6) 2018, the patient's rhythm transitioned to vf with visible pacemaker spikes. The patient was in vf with pacemaker spikes for approximately 3 minutes. The lifevest did not detect the vf due to the presence of the pacemaker spikes. The patient's rhythm degraded to asystole with pacemaker spikes with no ventricular response until the device was shutdown. Preclusion of the detection and treatment of a vf rhythm due to pacemaker spikes is a known potential interaction between the lifevest and pacemakers. In this scenario, the pacemaker spike is the dominant signal, causing the lifevest to lock onto the pacemaker's signal as the cardiac rhythm, obscuring the underlying tachyarrhythmia. The lifevest operator's manual discloses this possible interaction to prescribers and includes a warning to use caution when prescribing a lifevest device to a patient who is dependent on a pacemaker.